Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer is having issues with their pump. They said that insulin was squirting out of the end of the tubing while they were pressing and holding the load button. The customer said that they were disconnected from the pump. The customer¿s blood glucose was 14.2 mmol/l. During troubleshooting, the customer ran a self-test and the pump passed. The customer stated that the insulin did continuously drip after letting go of the button and that the pump motor stopped once it made contact with the reservoir. They already tried to use another infusion set and no alarms have occurred on the pump. The customer said that the that the load reservoir process did not complete without insulin exiting the tubing. The pump is not being returned for analysis.